Manufacturer narrative:
(B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). The history files were read out and analyzed. An infusion line (type space line) was inserted into the device and a infusion setting with a vtbi of 80ml and an infusion time of 30 minutes were entered. The device calculated a flow rate of 160ml/h. The infusion started at 11:36am and stopped at 12:06pm with an actual infused volume of 80ml. A second infusion therapy with the same setting was started at 12:09pm, but stopped after about 5 minutes. The line was then purged for about 30 seconds. The following therapy, with a vtbi of 270ml and time of 1 hour, started with a flow rate of 270ml/h at 12:15pm. The infusion stopped at 01:15pm with an actual infused volume of 270ml. No anomalies or malfunctions could be found in the device history. During the visual inspection of the infusomat space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -1,05%. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). To investigate the inside of the device, only the upper housing was removed. No damages or liquid residues could be found inside the device. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "overinfusion". Customer information: the pump would have infused faster than the programmed flow rate.